Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handpiece was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when they are released, including adequate sterilization. The operator's manual lists infection as a possible adverse event after endometrial ablation under "other" adverse events. Disposable handpieces are terminally sterilized using a validated process and every lot is verified by quality during the review and release process prior to shipment. Hematometra is a known adverse event associated with endometrial ablation independent of modality used. This fact is described in section 7.2 (other adverse events) of the operator's manual (l0120 rev b). It states that among other adverse events, hematometra "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used."

Event description:
It was reported that approximately 3 days after an otherwise uneventful endometrial ablation procedure, the patient developed lower abdominal pain and fever. The patient was diagnosed with hematometra and acute endometritis, was hospitalized and underwent hysterectomy. The patient was treated with antibiotics and IV fluids, fully recovered, and discharged.